Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 01-29-2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported via web self-service that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on(B)(6) 2024. On (B)(6) 2024, follow up contact was made with the patient and additional event information was provided. The patient¿s cgm was reading low mg/dl. No bg meter comparison was taken at this time. The patient was experiencing shakiness, lightheadedness, a headache, and hallucinations. The patient self-treated the low mg/dl reading by taking a glucose tablet and drinking some juice. The patient then decided to go to the local fire department to have her bg meter tested. At the fire station, the patient¿s bg meter reading was 300 mg/dl, but the dexcom was still reading low mg/dl. Once the patient found out her bg reading was 300 mg/dl, the patient then treated herself with insulin. No treatment/medication was provided to the patient by the fire department staff. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.